Manufacturer narrative:
.

Event description:
It was reported that the patient underwent generator replacement due to being unable to interrogate from the device being at end of service. It had previously been reported that the generator would be replaced prophylactically due to ifi=yes. It was later confirmed by the sales representative that the generator could not be interrogated during generator replacement. However, the same programming system was able to successfully interrogate the patient¿s new generator. The generator was returned for product analysis. The battery voltage was 2.785 volts, (at ifi) the battery is partially depleted. Electrical test results showed that the pulse generator performed according to functional specifications. The failure to program and eos condition was not duplicated in the pa lab. There were no adverse functional, mechanical, or visual issues identified with the returned generator.